Event description:
It was reported via repair work order that the scale was inaccurate due to the customer having the gain/loss option turned on. It was further reported that the audio did not function on the bed/scale exit due to a faulty beeper. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.